Event description:
Reporter alleges the pt complains of continued firmness and pain (left greater than right), systemic problems, arthralgias, myalgias, dysesthesia, fatigue, itching, raynauds, shortness of breath, gastrointestinal problems, "etc.", exam positive for grade ii contracture on the right and grade iii contracture on the left and positive right posterior rupture.